Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported universal surgical manipulator (usm3) locked when the usm was swapped from usm3 to usm4 and usm4 to usm3. Tse advised customer to make sure the surgeon was relaxing the grip for master tool manipulator (mtm) to match instrument and customer stated that the surgeon was. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse performed a test drive, replicating the issue one time when swapping it from universal surgical manipulator (usm3) to usm 4 on surgeon side console (ssc). The fse performed grip verify without issue on master tool manipulators (mtm). Fse noted dried fluid buildup around edge of touchpad and replaced. Fse was unable to program the touchpad due to it not being recognized. Fse installed an original touchpad and calibrated, cleaning residual dried fluid. The fse performed a test drive and was able to replicate the issue. Fse disconnected ssc2 and was still able to replicate. Fse installed a camera on usm3 and could not replicate when swapping between usm1 and usm2. Fse reconnected the ssc1 and disconnected ssc2 and was not able to replicate with camera on usm2, and unable to reproduce with camera on usm3. Fse swapped the blue fiber cable, ssc1, and reconnected ssc2 and could replicate the issue. Fe replaced mtmr on ssc1 and after calibration but was unable to reproduce the problem during test drive. System test drive completed without further issue and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulators (mtm) was returned for failure analysis and the reported (arm locking up) was confirmed and replicated. System logs confirmed the failure occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a patient side carr fixture test platform (pftp) where sine cycle was run, and hand controller worked once axis 3 counterbalance pot was tested on mtm. Once testing was completed, the mtm was tested and was verified to be the source of the fault. The probable root cause is attributed to axis 3 counterbalance pot which is related to an electrical component failure.